Manufacturer narrative:
In light of recent FDA inspection from 04/24/2018 to 05/02/2018 a review of our past complaint records indicated that this was a possible MDR reportable event.

Event description:
A respire medical customer service representative spoke with dr. (B)(6) and was told that the chrome is scraping against the patient's tissue causing her to bleed and have discomfort. The patient is unable to wear the appliance.